Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 05-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that nurses were unable to pull order with medication. A technical support specialist found that pharmacist added new medication to facility formulary but user was unable to pull order with this medication and they received error "one or more items were not in the formulary" and provided information that facility-only items could not be linked to pis order and medication needed to be added to pharmacy formulary in order to be linked in a pharmacy information system order to resolve the issue. The system functioned as intended after troubleshot by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es nurses were unable to pull order with medication. A customer has reported that a user was unable to dispense medication due to a malfunction, which has resulted in a delay in patient care. There were no adverse events or injuries reported based on this incident.